Manufacturer narrative:
A review of the davinci system logs found no relevant errors occurred during the procedure. A log review of the 5 subsequent procedures performed on the system also found no relevant errors. Device history record review for the devices confirmed that there were no non-conformances identified. The following concomitant products were used during this procedure: endoscope 30 degree plus, vessel sealer extend, monopolar curved scissors, large needle driver, cadiere forceps, fenestrated bipolar forceps. A site review found that no complaints have been reported for any of the products used. Medical review was performed by an intuitive medical safety officer (mso) who concluded that a patient with significant comorbidities, including hypertension and diabetes, underwent a robotic distal gastrectomy with pancreaticoduoudenal resection. No allegation was made against any intuitive surgical products or instruments. The patient was discharged and seemed to be doing well for several days. However, the patient was readmitted on pod 8 and discovered to have a significant bleed from the gastroduodenal artery (gda). The details of how the gda was ligated at the index operation were not provided. The patient had lost a significant amount of blood and died a few days later. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after a da vinci-assisted roux-en-y gastrectomy and pancreaticoduodenectomy with a biliodigestive drainage loop procedure, the patient expired. The patient had a history of mucinous neoplasia of the pancreas with dysplasia. The patient did not experience any intra-operative complications, and there was no malfunction of a da vinci product during the procedure. The patient had an excellent post-operative recovery and was discharged on post-operative day (pod) 5. The patient returned to the hospital on pod 8 due to bleeding from the right flank surgical drain and was admitted to the ICU in stable condition for observation. Approximately 13 hours later, the patient experienced acute abdominal pain and became hemodynamically unstable. An emergent laparotomy found hemoperitoneum with active bleeding from the gastroduodenal artery. The patient subsequently expired on pod 10; the cause of death was reported to be massive bleeding and shock caused by systemic inflammatory response syndrome (sirs) and multi-organ dysfunction. The surgeons reported that they believe the cause of the post-operative complications was a small, non-oriented fistula that might have developed and caused a gastroduodenal artery pseudoaneurysm.